Event description:
Report received of an overdelivery of tpn. The pump was programmed to deliver approximately 2000ml at a rate of 70ml/hr. The customer stated that the solution was expected to infuse over 24 hours, but it completed in 20 hours. A bag of dextrose 10% was initiated at the same rate as the tpn until a new bag of tpn was available. The customer reported that the pt did not have any adverse effects. Though requested, no further information was available.